Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she got in an accident and went to the hospital. Customer went through the cat scan with the device on. Customer's blood glucose was unknown but was high. Customer mentioned there were air bubbles in the reservoir. No troubleshooting was done. Customer was advised to monitor the device. Customer will not be returning the device for analysis.